Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure and not detected on the communication bus. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient, resulting slight delay in dispensing medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the pyxisbus cable was not connected tightly on module controller. A field service engineer replaced the module controller to eliminate the chatter that was leading to failures in other drawers. The system functioned as intended after field service engineer repaired the device.